Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis (dlk) at one day post lasik in a patient's right eye. Topical steroid dosage was increased. Upon follow up, symptoms were reported resolved.